Event description:
Related manufacturer reference number: 3006705815-2021-06378. It was reported after replacing the ipg and connecting the leads to the new ipg and checking that all the impedances were good, the physician used his hands to break up tissue and make the pocket bigger. During the process, both wires snapped so the paddle lead was in two pieces. The newly implanted ipg was removed along with the snapped ends of the lead. The remaining part of the paddle is still implanted. Surgical intervention may take place at a later date to remove the remaining portion.